Event description:
It was reported that the syr 10 ml fil saline shortlength plunger rod experienced a broken/damaged plunger rod and leakage prior to use. The following information was provided by the initial reporter: part no.: 306499. Batch/lot: 9018603. Customer text: we had a syringe with the same lot number with a different issue. It leaked saline inside the sealed package. One of the plungers came out of the syringe while it was still in the package and the saline leaked inside the package before use. It is from lot # 9018603.

Manufacturer narrative:
Investigation: no samples were received. One photo was provided. It shows one syringe inside of a plastic bag. The plunger rod-rubber stopper are all the way up. The barrel label confirms the lot# 9018603. The position of the plunger rod-rubber stopper is not consistent with the production process; additionally the barrel inner wall has a retaining ring to prevent the plunger rod reaches that area. No manufacturing issues were experienced during the production of these products. The syringe is not designed to draw blood. Root cause cannot be determined at this time. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syr 10 ml fil saline shortlength plunger rod experienced a broken/damaged plunger rod and leakage prior to use. The following information was provided by the initial reporter: part no.: 306499. Batch/lot: 9018603. Customer text: we had a syringe with the same lot number with a different issue. It leaked saline inside the sealed package. One of the plungers came out of the syringe while it was still in the package and the saline leaked inside the package before use. It is from lot # 9018603.